Manufacturer narrative:
A request for additional information and the subject product has been made. It is unknown at this time if the sample is available for evaluation. No conclusions can be made at this time. If/when the sample is returned and additional information is received, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may of 2018.

Event description:
It was reported that a customer purchased a case of the nd trumpet valve suction irrigation tubing. After opening the sealed case, one of the packages wasn¿t completely closed and the unit had lost its sterility.